Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. The system passed all tests with no findings. It was noted that the site had since used the same system with no malfunctions. The software logs and patient exam were then reviewed for further analysis; anatomical structures other than the ears were included in the image, which affected the ability to complete registration. Per the software engineer, the software performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a fess procedure. It was reported that the site was unable to register during a case. At first the 3d model wasn't showing up, and they were unable to see the instrument banner on the screen. The rep stated they tried rebooting the system, unplugging and replugging instruments in, and moving their emitter. The site aborted use of navigation. There was less than an hour delay in the procedure.